Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The cause of the issue was that the paddle went bad. The issue had been resolved by replacing the paddle. Patient weight was received.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having issues with the equipment recharging the implantable neurostimulator (ins). Pt said that the equipment was acting weird and that it was getting harder to charge the ins. Pt said that they had to turn the ins off for ekgs and that they had a hard time getting the ins to come back on afterward. Pt said that they had the equipment sitting there on its own and the controller battery completely discharged overnight without anything connected to the controller. Pt said that the recharger was very temperamental when trying to recharge the ins. Pt said that it was taking awhile to recharge the ins. Pt noted that they charged the ins twice a week on thursdays and sundays. Pt said that finished kept being indicated when the ins was only at 80%, so they kept having to restart the recharging process. Pt said that also the controller screen would keep saying to reposition the recharger. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light solid green. Agent had the pt unlock the controller; the controller was at 100% and the ins was at 100%; pt noted that they just charged the controller and ins last night. Pt saw no apparent damage to the equipment. Agent had the pt initiate an ins recharging session; pt said that it seemed to take a long time for the recharger to find the ins. Pt eventually saw recharging excellent. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.